Event description:
A patient in a study underwent an ion lung biopsy of two lesions on (B)(6) 2026. A post-procedure pneumothorax was identified on x-ray and the patient was admitted for observation to monitor for its resolution. Due to an expanding of the pneumothorax, a 12 french drain was inserted percutaneously on (B)(6) 2026; the pneumothorax was 12mm, apex to cupola. The drain was removed, followed by a recurrence of the pneumothorax. Interventional radiology (ir) placed a percutaneous 12 french drain on (B)(6) 2026 and due to a persistent air leak proceeded to a video-assisted thoracoscopic surgery (vats) pleurodesis on (B)(6) 2026. The event is ongoing with the surgical drain in situ. There is a comorbidity of chronic obstructive pulmonary disease (copd). Lesion number one of the right lower lobe measured 10 x 11.2 x 10.9 mm, was 14 mm from the pleura, 31 mm from the chest wall and 10 mm from the nearest major blood vessel. Tools used for this lesion were 21g flexision needle, cryoprobe - 1.1 mm, and bronchoalveolar lavage (bal). Lesion number two of the left upper lobe measured 8.5 x 9.8 x 9.6 mm, was 24mm from the pleura, 0 mm from the chest wall, and 0 mm from the nearest major blood vessel. Tools used for this lesion were cryoprobe - 1.1 mm and bal. The procedure duration was 75 minutes and was completed as planned with ion. There were no intra-procedure complications or ion device malfunctions. Pathology results for the lesions were not provided. The study investigator reported the event as not a serious adverse event, a ctcae grade 2, having a causal relationship with the ion procedure, possibly related to the patient's underlying disease status, but not related to the ion system and not related to third-party tools. The patient's prior health condition of copd and sarcoid may be relevant to this incident.

Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 158 cm., body mass index (bmi) 26.4 kg/m2.